Event description:
A medtronic representative reported the surgeon alleged navigation was inaccurate during a t1 to c7 spine procedure. The surgeon intended to use navigation to place pedicle screws on both sides of each level. The t1 screws were placed without issue. However, when the surgeon drilled pilot holes on the left c7 vertebra according to navigation, he felt navigation was off from the pedicle of vertebral arch. He decided to connect the screws by placing hem on the vertebral arch instead. A postoperative CT showed the screws were placed over 5mm inaccurately. The surgeon did not replace the screws and no negative impact to the patient outcome has been reported.

Manufacturer narrative:
The patient identifier and weight were not provided by the site. On the (B)(4) 2013: the medtronic representative visited the hospital and tested the system accuracy using a demo model. The radiation technologist, who operated the navigation system on the operation day was also present for the testing. They both confirmed that there was no problem with the navigation system. They then examined the navigation images used for the operation in which the inaccuracy was reported. This case was for c7 and t1, and on the 3d model there was no boundary observed between c6 and left c7, they looked fused together. Regarding the registration data points, they intended to collect 10 points only on c7, but actually collected 1 point on the left of the boundary area. The planning for the operation was started from c7, they could not tell the boundary line, and most likely the left c7 was registered close to c6. After the investigation the rep discussed with the user that proper registration data points may not have been collected when the reported issue occurred. The reported event occurred on (B)(6); the system was used (B)(6) without any issues. No parts or files have been returned to the manufacturer for further evaluation.